Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: there was visable moisture corrosion in the battery compartment. The keypad buttons were normally responsive. Moisture corrosion was found on the button contacts. The pump had a leak at the display lens.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, and down arrow buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.